Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), a fall resulting in a broken collar bone, and a diabetic coma. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Additionally, customer was using humalog supplies for over 48 hours. Bg was treated via glucose gel, and glucose tablets reportedly, customer left the ER an hour and a half later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.